Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence due to urethra erosion. It was noted that the urethra lost girth and needed to be sized on another location of urethra. The aus was explanted and replaced. There were no additional patient complications.